Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that three infusion sets fell off during use on (B)(6) 2024, (B)(6) 2024 & (B)(6) 2024. The infusion set in use for few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1894490 - device 2 of 3. Patient country: united states.